Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin (1gm, route, frequency and duration were not reported) and amikacin injection (125mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the events and was discharged from the hospital. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (three times a week). No additional information is available.